Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site. Subsequently the patient was placed under general anaesthesia and underwent skin revision surgery during an abutment change on (B)(6) 2019.